Event description:
It was reported that the device was in reset. Device code etp was downloaded successfully. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.